Event description:
It was reported that the device shifted and needed to be explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after meeting all release criteria the physician released the device from the core wire of the wds. 2-3 minutes after the closure device was released it was noted the device had moved into a more proximal position. A transesophageal echocardiogram (tee) was scheduled for later that day to reassess the device. Eight hours post procedure a tee was performed. The tee imaging showed that the closure device had rotated further than previously observed. The physician made the decision to explant the closure device due to the risk of the device embolizing out of the laa. The patient was brought to the operating room where the physician successfully retrieved and removed the closure device from the patient. A new 24mm wds was then used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.